Event description:
It was reported that during a kyphoplasty procedure, one of the ibts (inflatable bone tamp) would not advance the cannula on the first insertion attempt. Another ibt was used to complete the surgery. The surgery was completed successfully and no patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.